Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a surgical procedure the laser probe got caught in the trocar and was unable to be inserted. The laser probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The customer reported that the 27 gauge flex tip laser probe got caught in the trocar and it was unable to insert. The laser probe was exchanged to complete the procedure with no harm to the patient. Two 27 gauge flex tip laser probe were received and a visual assessment of the returned sample was completed, noted laser probe 1 showed excess adhesive at the tip of the cannula and laser probe 2 showed cannula that appeared to be flattened on the proximal half. The reported event was replicated for both samples. The samples¿ outer cannula diameter was measured. With an outer diameter min/max values of 0.0160 to 0.0165 inches, the laser probe sample 1 outer diameter was measured to be 0.01630 to 0.0195 inches and laser probe sample 2 outer diameter was measured to be 0.01605 to 0.01770 inches, both not meeting the maximum specifications. The reported 27 gauge flex tip laser probe pak was manufactured on august 22, 2017. There were 264 paks associated with this lot number. The two laser probe samples were manufactured on august 15, 2017. There were 132 and 127 probes, respectively, associated with the customer reported lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive and damaged cannula. However, how or when the excess adhesive was put at the tip of the cannula could not be determined because the current manufacturing process does not allow the adhesive to be applied at that location. The damaged cannula can be attributed to arbor press tooling. The manufacturer internal reference number is: (B)(4).